Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 549 mg/dl. The customer reported the site wet from an infusion set leaking. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. The current blood glucose level was unknown. The customer did not troubleshoot the issue due to already changing the infusion set. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis; however, the infusion set will be returned for analysis.